Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2016. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at around 6:00 am. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿202, 191, 186, 192, 92, 204 and 281 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with humalog and lantus insulin and self-adjusts the dose based on a sliding scale. The patient informed that mss that he took an increased dose of 7 units of humalog insulin on (B)(6) 2016 at around 6:30 or 7:00 am in response to the alleged issue. The patient reported that around one hour later he developed symptoms of ¿ringing in ears and feeling shaky¿. During the follow-up call, the patient was unable to confirm if he associated the symptoms with high or low blood glucose or if he received any treatment for the symptoms. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips were stored correct and were not expired or past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. The products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.